Event description:
Pt had a malignancy in the common bile duct. A sphincterotomy had been performed but dilation of the area to be stented was not performed. During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion zilver biliary stent system was used. Resistance was encountered when advancing the wire guide through the obstructed area. Resistance was also encountered when advancing the stent and introducer through the obstructed area. The wire guide was removed from the introducer and the stent was deployed. Upon deployment, the zilver stent's proximal end had bent onto itself. The physician confirmed the proximal end of the stent is referring to the end of the stent that is closest to the liver. After approx 2 minutes, the stent was removed with biopsy forceps. Another brand of metal biliary stent was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use provides specific instructions on how to deploy stent properly in addition to the info listed below: prior to use visually inspect with particular attention to kinks, bends and breaks. System preparation - irrigate inner lumen and stent with sterile water. If the wire guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Per the report the customer removed the stent and an educational in-service has been requested. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.